Event description:
It was reported that during a follow up appointment the left ventricle lead was showing an increase in threshold from 2.8v to 7.0v. This matter was resolved through device reprogramming. No adverse health outcome reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).